Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture, right breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor siltex round moderate profile 275cc saline breast prostheses developed baker grade iii-IV capsular contracture in her left breast. In addition, the patient¿s right breast prosthesis deflated after implantation. Left breast capsular contracture and right breast prosthesis deflation were diagnosed during an office visit. As a result, the patient is scheduled to undergo bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.